Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette the patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient discontinued treatment when the event occurred. The pdrn confirmed that the patient has received the replacement cycler. The pdrn confirmed that the old cycler has been picked up and returned. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette the patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient discontinued treatment when the event occurred. The pdrn confirmed that the patient has received the replacement cycler. The pdrn confirmed that the old cycler has been picked up and returned. Additional information was requested, however; to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette the patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient discontinued treatment when the event occurred. The pdrn confirmed that the patient has received the replacement cycler. The pdrn confirmed that the old cycler has been picked up and returned. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer with original package. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a damage in the film was found, that could be caused for friction of the film with a surface. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use of the liberty cycler set and, in the liberty, select cycler user¿s guide to do not use the product if there is a damage found in the cassette. ¿inspect cycler set tubing and cassette film for damage.¿ liberty select cycler user¿s guide: ¿do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection.¿ a batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. For the failure mode related to damage in the film during the manufacturing process a corrective & corrective action is open to implement corrective actions. According with the root cause investigation, the cassette could be damaged due to the handling of the cassette and cassette film during the leak test and the packaging of the set in the bag.